Event description:
The reporter stated that reporter did meter to hcp meter comparison tests, side by side (one right after the other) using the same fingerstick. Reporter's meter reading was 300 mg/dl, and the hospital's meter (type unknown) read 227 mg/dl. Reporter stated that reporter felt shakey and dazed, as reporter does when reporter's sugar is low. Control solution test was not done due to lack of supplies. On follow up, the reporter stated that reporter checks confirmation dot when testing. Reporter's technique of applying blood is, as described, accurate; reporter cleans reporter's meter on a regualr basis. No harm was alleged.